Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent at the needle exit site from the housing the following observations were noted during the sample evaluation: the sample appeared free of obvious use residue, and the tip of the needle bevel appeared unremarkable. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event.

Event description:
It was reported that "immediately after opening the package, it was noticed that the needle was bent. There was no reported patient involvement." No other information was provided. (B)(6) 2023 - the needle of the returned sample was visibly bent.